Event description:
It was reported that during an unknown procedure, upon extraction of the device out of the blister, the charger is fallen from the clamp because it was incorrectly positioned. There was no use on the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.